Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 481 ml/dl and 400 ml/dl on his blood glucose meter. Based on those two readings, he administered a total of 13 units of insulin which subsequently led to a fall where he hit his head. Emergency medica intervention was required. The ambulance meter gave him a reading of 24 mg/dl after the insulin administration. At home he did a blood glucose test and received a value of 354 mg/dl and compared it to a testing of 142 mg/dl obtained on another brand of meter. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.